Event description:
Major pump unit(s) involved: external control system failureadditional text: depletion of batteiresspecific component(s) involved: external battery malfunction; external controller malfunctionadditional text: patient allowed batteries to deplete completely; change out with new batteries to restart pumpother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of external controller; replacement of external batteryother intervention :type: lvad.

Event description:
Major pump unit(s) problem: external control system failure specific component(s) involved: external battery malfunction; external controller malfunction